Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the controllers did not sound the "no power" alarm and triggered electrical fault alarms during the smr upgrade. The controllers, con186451 and con186320, were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of controller (con186451) revealed that the controller met specifications; the device passed visual examination and functional testing. Analysis of controller (con186320) revealed that the controller passed functional testing but failed visual examination due to contamination found in the driveline connector port. Log file analysis confirmed the reported event, which revealed high watt alarms and electrical fault alarms on controller (con186320), most likely due to the contamination that was observed inside the driveline port. Log file analysis did not reveal electrical fault alarms for controller (con186451). The manufacturer has opened and internal investigation for driveline contamination by foreign material. Supplemental testing was performed on controllers (con186451 and con186320) to verify if the "no power" alarm was operating per specification. The controller was exposed to environmental (ambient) temperatures of 40oc and the results revealed that both controllers were able to sound the "no power" alarm when both power sources were disconnected. As a result, the reported "no power" alarm failure could not be duplicated or confirmed during bench testing for both units. The reported failure of the "no power" alarm could not be confirmed during bench testing; the "no power" alarm sounded for controllers (con186451 and con186320) when both power sources were disconnected from the controller. The reported electrical fault alarm was confirmed on controller (con186320) and was most likely due to contamination of the driveline connector by foreign material. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. In addition, failure to ensure a secure connection between the driveline and controller may cause an electrical fault. A fault in the continuity of the pump to controller connection could be in the pump, driveline and connector or within the controller. When this alarm condition occurs, the pump will be running on a single stator and will consume slightly more power. The IFU and patient manual caution the user to always have a backup controller available and programmed identically to the primary controller. The controller's internal, non-replaceable, rechargeable battery is used to power an audible "no power" alarm when both power sources are disconnected. The instructions for use (IFU) warns users that a controller with a blank display or no audible alarms should be replaced. According to the IFU, controllers are expected to function for at least one year. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller - con186451/ 1407de - expiration date: 08/31/2015 - device manufacture date: 08/01/2014. (B)(4).

Event description:
A report was received that during the software upgrade of two controllers, they failed to sound no power alarms and displayed electrical fault alarms. The devices were exchanged with no reported patient consequence.